Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured as the rv lead exhibited noise and the pacing impedance had jumped. The rv lead remains in use, but the patient will be undergoing a lead extraction. It was noted that the patient has elected to not replace the rv lead. No patient complications have been reported as a result of this event.